Event description:
Event description guidant received information that this device, which is on an advisory, had a good battery status four months ago and now it is end-of-life (eol). The device is pacing in vvi mode at a rate of 50ppm. It has been implanted over 6 years. The patient had a serious moped accident recently and there was a noticable skeletal impact in the pacemaker region. During a procedure to address the issue, the leads checked out good so the doctor only replaced the pacemaker. The doctor is concerned about the potential premature battery depletion. The device will be returned for analysis.